Event description:
It was reported that during assistance with a device factory reset, the patient experienced low blood glucose and treated with oral glucose (juice), subsequently returning to range; the patient believed they overtreated the hypoglycemia and had been struggling with lows, and the device involved was the ilet. Symptoms included hypoglycemia and dizziness, with subsequent hyperglycemia attributed to overtreatment. Outcomes included an unexpected medical intervention in the form of medication administration via oral glucose. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education related to urgent and low glucose. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure or failure to follow instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.